Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via chat stated that the head of their oral-b brush fell off and would not snap on. The oral-b toothbrush head on the end of the skinny plastic part was separated and fell off in their mouth while brushing. No injury was reported.